Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011686303); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (lot: 0011589790); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (j093767); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)),  inside a patient with a type 1 bicuspid aortic valve with a perimeter of 86 millimeter's (mm), the valve leaflet calcification was strong so a pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 mm non-medtronic (inoue) balloon. The valve was placed. Subsequently, an infold was observed, and the valve was withdrawn. A second pre-implant bav was performed multiple times. A new valve ((B)(6)) was loaded on the delivery catheter system (dcs) and was placed. Subsequently, an infold occurred  and the system was withdrawn. Inventory of the valve was low, so a 29 millimeter (mm) transcatheter valve was used to complete the procedure without any problems. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was not observed during loading, and both valves were recaptured 1 time. A procedural delay occurred in result of the infolds. No adverse patient effects were reported.